Event description:
Per independent repair center statement the unit has low o2 or yellow light. The key failure was the compressor was noisy. Additional malfunctions include the heat exchanger was leaking, and the gear clamps were leaking.